Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the implant not available for investigation. Po revision due to loosening. Loosening tibia and femur stood out femur first. Post-operative medical intervention was necessary. No investigation performed. A review of the device quality and manufacturing history records is not possible because the batch number is unknown. Unfortunately, due to a lack of data and without the product an exact cause can not be determined. A CAPA is not necessary.

Event description:
Country of complaint: USA.